Event description:
In this case, an operator was trying to place the flat panel into the stow position in order to perform the collimator exchange on the system. The operator felt that the latching mechanism was overly stiff when placing it in the stow position. The operator placed a service call for their philips field service engineer (fse) to evaluate the flat panel. The philips fse evaluated the flat panel locking mechanism and found it was not working properly. The philips fse inspected the locking mechanism and found it had failed. The philips fse evaluated and was able to place the flat panel into the stow position. The philips fse instructed the operator not to use the flat panel and keep it in the stow position on the brightview xct. There was no harm to a patient or operator.

Manufacturer narrative:
(B)(4). On (B)(4) 2014, the operator at medical imaging consultants was preparing to perform a collimator exchange on the brightview xct imaging system. When attempting to stow the flat panel detector (fpd), the operator noted that the latch mechanism was overly stiff and placed a call to philips for service. The field service engineer (fse) evaluated the flat panel locking mechanism and found that it had failed due to the internal linkages being damaged. The fse locked the flat panel in the recommended stowed position and instructed the customer to keep the flat panel in the stowed position not to use it until repairs were made. No parts were returned for investigation, and philips engineering requested the fse confirm which parts of the latch were damaged per the drawing. The drawing was returned with parts 9 and 51 identified as the parts that had failed. The affected part is the lock mechanism on the panel, used only to lock the panel when it is in deploy mode. Engineering confirmed that the broken shaft would not cause the flat panel to deploy from the stowed position in an uncommanded fashion. Investigation and tests performed by philips engineering determine the probable cause of the issue: when the flat panel is properly aligned during the production of a system, it should take a nominal value of 12 pounds (and +1- 2 pounds as a conservative estimate) to latch the flat panel detector into the deployed position. Under this loading scenario, the linkage shaft is subjected to stresses that are 16.8% of the ultimate strength of the material. If a handle takes significantly more than 12 pounds of force to latch the flat panel, it is a good indication that the flat panel is not properly aligned and components of the linkage are not traveling smoothly. The probable root cause of this issue is mechanical misalignment of the flat panel detector. This would cause interference when trying to latch the flat panel into place. An operator of the system would experience this interference by the latch requiring more force to close than intended by the design. The increased force on the latch handle would place undue stress on the linkage, and in this case, was enough to cause it to fail. Failure of the linkage would mean the operator would not be able to lock the flat panel detector into place. Under normal loading scenarios, the linkage is not subjected to enough stress to cause it to fail. The fse replaced the shaft by ordering the full mechanical arm assembly because the shaft alone was not yet a field replacement unit (fru). Correction and removal# 1525965-06/23/14-006-c was submitted for this issue and included field safety notification (fsn 88200490); this customer was confirmed to be on the units affected list to receive fsn 88200490. (B)(4) 30-day MDR mailed on july 24, 2014.